Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while using the laparoscopic diathermy hook on 80 coagulation (spray), the diathermy lead caught on fire at the machine end (where the lead connected to the bovie plug that went into the machine). The fire was extinguished when the cord burnt through and fell to the ground. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and no event lead to or extend patient hospitalization. Procedure completed with a different ft10 from another device. Photo observed. There was no patient injury.

Event description:
According to the reporter, while using the laparoscopic diathermy hook on 80 coagulation (spray) the diathermy lead caught on fire at the machine end (where the lead connects to the bovie plug that goes into the machine). The non-medtronic cable was caught on something and the this it was caught in got plugged which caused the force at the machine side but not to the doctors end. The fire was extinguished when the cord burnt through and fell to the ground. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and no event lead to or extend patient hospitalization. Procedure completed with a different ft10 from another device. Photo observed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the returned photos did not show any evidence that the generator malfunctioned. No pictures of the generator were provided. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the diathermy lead caught on fire at the machine end the reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.